Event description:
A male patient with multi organ dysfunction syndrome was undergoing continuous renal replacement therapy on a prismaflex control unit. The patient had a cardiac arrest with an unsuccessful resuscitation and the patient expired. Limited information has been provided for this event. The charge nurse stated she did not believe the therapy or machine contributed to the patient's death rather, a result of the patient's underlying medical condition.

Manufacturer narrative:
Gambro requested permission to inspect the prismaflex control unit, but permission was not granted. The prismaflex control unit was not inspected and no treatment data card files from the prismaflex control unit has been provided. There is no data to reasonably suggest that the prismaflex control unit malfunctioned, caused or contributed, or may have caused or contributed, to the reported event.